Manufacturer narrative:
An event of migration of the valve was reported. Information from the field indicated that the valve was noted to be implanted at a depth of 3 ¿ 4 mm. However, first navitor vision valve was moved of the position due to an unadvertised movement by the first operator during final deployment. Another valve was implanted (valve-in-valve). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, and the cine review the cause of the reported valve migration is likely related to procedural condition. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 81.3mm and an area of 503.1mm^2. The left ventricular outflow tract was 25mm. The patient's aortic angle was 50 degrees. Pre-dilation was performed with a 22mm non-abbott balloon. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc). During the procedure the user made a backwards movement that caused the valve to move out of position at an implant depth of 3-4mm from the ncc during final deployment. A second 29mm navitor vision valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 81.3mm and an area of 503.1mm^2. The left ventricular outflow tract was 25mm. The patient's aortic angle was 50 degrees. Pre-dilation was performed with a 22mm non-abbott balloon. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc). During the procedure the user made a backwards movement that caused the valve to move out of position at an implant depth of 3-4mm from the ncc during final deployment. A second 29mm navitor vision valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.